Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
It was reported that patient had discomfort at ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was relocated and replaced. Therapy was restored and the discomfort resolved postoperatively.